Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device inappropriately delivered energy to the nurse when the shock button was pressed. Complainant did not indicate that there was any adverse effect to the patient or nurse due to the reported malfunction.